Event description:
Synovitis [synovitis]. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding female pt (age not provided), initials unk with osteoarthritis (grade 2, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of synvisc in right knee, sic times (it was reported that the age of the pt at the time of first course was (B)(6)). On (B)(6) 2009, the pt initiated treatment with first injection of seventh course of intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in right knee. The lot number for synvisc was not provided. On (B)(6) 2010, the pt experienced synovitis of right knee for which the pt was treated with intramuscular depo-medrol (methylprednisolone acetate), at a dose of 01 cc. The action taken with synvisc was not provided. On (B)(6) 2010 (after 48 hours), the pt recovered from the event of synovitis in right knee. Concomitant medications were not provided. The intensity for the event of synovitis of right knee was assessed as mild. The reporting physician assessed the relationship between synvisc and the event of synovitis in right knee as definitely related. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.